Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to infection. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating the patient expired five days after the explant procedure. The reported cause of death was acute respiratory failure. It was reported pseudomonas septicemia due to the infected device pocket was a contributing factor.